Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had experienced poor vision both near and far. The clinical reason was mentioned as neuro non-adaptation to an advanced technology intraocular lens (atiol). The iol was explanted and replaced with an unknown atiol during a secondary implant procedure. Additional information was received by stating, there was no further impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).